Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31july2019. The ac power cord (power cord,3 wire,rt angle,na,10a)was returned to the fi (failure investigation) lab for evaluation. No obvious wear, damage or cuts along main conductor insulation. Inspection of main cord insulator to both plug end strain reliefs revealed separation of insulator from wall plug inside diameter. The customer replaced the defective ac power cord to address the reported problem. The unit successfully passed the required performance verification test. Verified reported failure of esa resistance out of specification. Verified gnd-gnd resistance out of specification. Noted resistance of 775kohms between gnd-l. Root cause determined to be mechanical damage of cable at wall plug end.

Event description:
The customer reported unit failed electrical test, power cord resistance and failed the (preventative maintenance) pm. There was no patient involvement.